Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultramini meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started at an unspecified time on (B)(6) 2013. The patient manages his diabetes with insulin (novolog, 42 units in the morning, 37 units at night) and stated he continued his usual dose of insulin in response to the alleged issue. On the morning of (B)(6) 2013, the patient reported developing symptoms of ¿blurry vision¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The cca discovered that the patient was using the incorrect testing technique. He was applying the blood sample on top of the test strip. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.